Event description:
It was reported that a small volume folfusor leaked from an unspecified location. This occurred after the device was filled with an unspecified volume of fluorouracil and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from october 07, 2014 ¿ october 08, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.